Event description:
Customer reported to guerbet that during an injection, their patient experienced an extravasation. As a result, guerbet's pharmacovigilance department contacted the customer and it was concluded that the extravasation was the result of poor installation of the venous line. To reduce patient risk, guerbet's applications technologist visited the facility to reinstruct their staff on the safety precautions, procedure for patency check, as well as the safety rules included in the instructions for use and operator's manual. Including information that the injector does not have the capability to prevent or detect an extravasation (e.g. By pressure reading'). Additionally, guerbet's regional service department conducted performance tests of the injector's flow rate and pressure limits, all were found to be within manufacturers specifications. A review of complaint history indicated one similar issue with this device two years prior.